Event description:
Additional information received from the healthcare provider (hcp) via a company representative reported that the patient had been feeling good for a week but then their headache returned. The hcp had not physically reevaluated them yet, but in following up the patient stated that there was still swelling at the pocket site. The hcp had given them the option to explant but were going to monitor it for now.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024, product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)). Product type: 0184-catheter; implant date(B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine drug (6mg/ml at 1.5991mg/day) via an implantable pump. It was reported that the patient had swelling to pump pocket (right side of back) and headache for approximately 1 month. The healthcare provider (hcp) saw the patient in office for a scheduled pump refill on (B)(6) 2025 and before filling the patient's pump the pocket was noticeably swollen. At that time he stated aspirating approximately 85 ml of fluid from pump pocket, however, patient called on (B)(6) 2025 stating the pump pocket was swollen again and the headache continued. The pump was interrogated, no alarms. The hcp performed a dye study today and successfully aspirated from the catheter access port (cap). No apparent leak or catheter related issue so he performed a blood patch for presumed csf leak.